Manufacturer narrative:
The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. See MDR 3013394970-2018-00059 for the first device reported.

Event description:
The user facility reported that when deploying the device, as the physician was advancing the device through the angioseal sheath, it would not advance after about half way. The physician removed the device and opened a second device of the same lot number with the same results. He pulled the angioseal sheath and held manual pressure. Estimated blood loss was reported to be less than 250 cc. The procedure was completed with manual compression performed. The patient was reported to be fine.

Manufacturer narrative:
One 8 fr angio-seal vip device, a dilator, a carrier tube assembly, and a hemostatic sheath. The poly-foil pouch and other accessory components were not returned for evaluation. Evaluation of the hemostatic sheath revealed a kink 2.0925" from the distal tip. As the bypass tube was unavailable, the used carrier tube assembly was not inserted. The arteriotomy locator was passed through the hemostatic sheath. Resistance was met due to the kink. Microscopic visualization of the hemostatic sheath revealed little deformation indicating the carrier tube assembly could not be locked into the sheath. Further visualization revealed the device was in the rear holding position and no deformation had occurred to the anchor. The collagen had expanded as it was exposed to blood. No other anomalies were noted with the returned device. As the device was returned without the bypass tube, further functional testing to deploy the device could not be completed. The complaint can be confirmed for insertion difficulty. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Past complaint history has shown neglecting to pull the poly-foil pouch apart completely can result in bypass tube detachment and the application of off axis forces can lead to mechanical damage of the hemostatic sheath. The device history record was reviewed to ensure each manufacturing and inspection operation was performed. The review determined the process was performed and completed according to terumo medical corporation's specifications and procedures. The angio-seal vip IFU instructions state: "under strict sterile conditions and using a sterile field, remove the angio-seal device contents from the foil package, taking care to pull foil apart completely before removing the angio-seal device."